Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the leadless implantable pulse generator (ipg) exhibited poor readings. The leadless ipg was att empted/not used and replaced. No patient complications have been reported as a result of this event.